Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of returned pump. Examination of the pump upon disassembly, revealed a flat, non-laminated thrombus formation on the body of the rotor. The deposition was not adhered to the rotor, but areas of the deposition were hard and denatured, indicating that it was present while the pump was operating. The specific origins of the deposition could not be conclusively determined. Examination of the blood tube/rotor inlet section revealed a thin thrombus ring situated on the inlet bearing ball. The thrombus ring appeared to be in the early stages of laminated layering, which is an indication that it was likely present while the pump was in operation. Examination of the proximal-side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball. The deposition was not adhered to any surface and lacked evidence of laminated layering which suggests that it did not form at this location. Although its specific origin and a duration of time for which it was present in the pump could not be conclusively determined, the deposition did not appear denatured and no contact marks were observed on the outlet bearing cup, which suggests that it was not present in this location for an extended period of time while the pump was operating. The thrombus formations observed in the pump could have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. The thrombus formations could have also created additional resistance on the spinning rotor, potentially contributing to the reported elevation in pump power. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient presented to the hospital on (B)(6) 2016 with complaints of hematuria, nausea, and vomiting and lab results showed an elevated lactate dehydrogenase (ldh) level of 1667 u/l. A repeat measurement showed that the ldh level had increased above 1990 u/l and the patient was admitted and placed on a heparin drip. The patient was reportedly on coumadin prior to admission and the patient¿s inr was therapeutic at the time of admission. The patient¿s inr goal was between 2-2.5. It was reported that an elevation in pump power and flow was noted overnight and a ramp study was conducted on (B)(6) 2016. The ramp study was reportedly positive and the decision was made to perform a pump exchange on (B)(6) 2016. A subcostal approach was used during the operation and the pump was reportedly repositioned by the surgeon. No thrombus was observed according to the operative report. Following the procedure the patient was started on dobutamine and heparin.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange due to pump thrombosis. Additional information was requested but was not provided.